Manufacturer narrative:
Additional information: g3 correction: b2 (removed entry), h1 (malfunction), h6 additional review of the event was performed. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively of a supra-umbilical hernia repair via direct approach with direct suture and laparoscopic approach for placement of a 9 cm diameter composite intraperitoneal prosthetic reinforcement done in (B)(6) 2023, the patient experienced the following complications: severe abdominal pain and pain in the iliac fossae, difficulty walking, serious digestive problems when ingesting liquids and sudden ¿stabbing¿ pains in the abdomen during the day/night, severe pulling sensations in the transverse abdominal muscles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.